Event description:
Dealer stated that the seat on a 9630-4 commode has cracked. The end user was pinched in an unknown location, she did not seek medical attention.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.